Event description:
The customer reported that during an hcv 3.0 assay, summit sample handler, misread a sample barcode in position a12 as "091fc00096" instead of "099lv00096". No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.